Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During service at baxter, a service technician reported finding a colleague infusion pump with failure code 810:04 in the device event history, which was due to an out of calibration ail pcb (air in line printed circuit board). This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The assignable cause was the ail pcb was out of calibration. The ail pcb was recalibrated. A follow-up report will be submitted if additional information becomes available.